Event description:
Revising of a right hip revision total hip arthroplasty (rtha) due to suspected subsidence. Original rtha surgery performed (B)(6), 2011.

Manufacturer narrative:
No additional info.